Event description:
It was reported that preliminary testing confirmed an issue with echo line of patient cable shorting out which caused a continuous alarm.

Manufacturer narrative:
Manufacturer's investigation conclusion: incidental finding: wire fatigue causing intermittent alarms. The echo (red) wire was found to be shorting causing the continuous alarm. The reported event of the mobile power unit (mpu) being unable to turn on was unconfirmed. The mpu (serial number: mpu-46424) was returned for analysis and was able to power on as intended. The mpu was able to support a mock loop. No log files were submitted for review. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed for the mpu (serial number: mpu-46424) and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms and the actions to take if the alarms cannot be resolved. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook (doc. #10006136, rev. D) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the mobile power unit (mpu) shut off and would not turn on. Troubleshooting was performed by trying other outlets and changing the aa batteries, but the unit would not turn on.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.